Event description:
Clinic notes were received indicating that the vns patient was experiencing an increase in seizures in (B)(6) 2013. The increase in seizures was initially believed to be due to high impedance and reported together in manufacturer report # 1644487-2014-01571. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013. Therefore, the patient¿s increase in seizures was not related to the reported high impedance. It was reported that upon interrogation of the patient¿s device on (B)(6) 2013, an ¿error¿ message appeared indicative of a communication issue. The patient¿s device was subsequently interrogated so a communication issue is not suspected. No patient adverse events occurred related to the ¿error¿ message. Attempts for additional relevant information have been unsuccessful to date.